Manufacturer narrative:
Device code corrected from 2976 material deformation to 1069 break device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned loaded on a guidewire for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found stretching and a break at the port bond. The device was stuck on the wire due to the stretching noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the diagonal artery. After a 0.014 non-bsc guide wire crossed the lesion, a 2.50 x 20 synergy stent was selected for use, however, during introduction, the device had difficulty advancing over the wire. Upon removal of the wire, it was noted that the stent broke. The procedure was completed with another of the same device. No patient complications were reported. Initially it was reported that stent damage occurred but now it is reported that the event was a shaft break.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the diagonal artery. After a 0.014 non-bsc guide wire crossed the lesion, a 2.50 x 20 synergy stent was selected for use, however, during introduction, the device had difficulty advancing over the wire. Upon removal of the wire, it was noted that the stent broke. The procedure was completed with another of the same device. No patient complications were reported.